Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded a low, out of range shocking lead impedance measurement subsequent to the delivery of a shock. A few months later, upon interrogation, this ICD displayed a fault code 01 message and the battery status was at end of life (eol). Review of stored episodes revealed numerous noisy episodes recorded around the time the fault was issued. Manual capacitor reformations brought battery status back to beginning of life (bol).